Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it was painful to sit after the patient lost weight. Their doctor moved the ins to the right side and it was now awkward to use the patient programmer with the ins. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that they only had the belt replaced, as the plastic had broken. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: pnma01411a004, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: pnma01411a004, serial# unknown, product type: recharger. Regulatory report # 3004209178-2018-00946 follow-up 004 date mfg received information was 2019-04-08. Year 2018 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
:Concomitant medical products product ID: pnma01411a004, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their recharging belt was broken. They stated the cause of this was because of the placement of the ins. They got their current ins moved because it was originally implanted on their lower right hip. They stated they were not very heavy and they got sore no matter what way they sad down. They reported the healthcare professional (hcp) moved the ins on the right side, up higher, on the waistline. The patient stated the new position was ¿not good¿. A replacement belt was sent. No patient complications were reported as a result of this event.